Manufacturer narrative:
Update description from one (1) to four (4) involved devices. Customer quality conducted an investigation of the returned device. The returned titanium matrixneuro screw (04.503.104) is part of the matrixneuro cranial plating system intended for use in selective trauma of the midface and craniofacial skeleton. The returned screw was received with its screw head recess showing wear consistent with attempted insertion and removal, and the distal self-drilling tip of the screw appears deformed with rolled over tip/threads and what might be minor gouges in the distal threading, which confirmed the complaint condition and made further replication inapplicable. The lot number for the returned screw was unavailable, therefore its date of manufacture could not be determined, and a DHR review could not be completed for it. Drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The material associated with drawing is tialnbri4.00. A material test was attempted with niton08; however due to the small size of the material an accurate measurement was unable to be obtained. Due to the small features of the returned screw, it is more likely that operational challenges contributed to the complaint condition, rather than a screw material deficiency. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Dimensional check drawing: feature: length (l) 3.9 ± 0.1mm measured: 3.86mm screw length is conforming to specifications based on the available information it is not possible to determine a definitive root cause for the complaint condition. A precaution does exist in the surgical technique guide to pre-drill in particularly dense / hard bone using 1.1mm drill bit and to not exceed 1,800 revolutions per minute (rpm) when using 5mm screws. Although the returned screw is a 4mm screw, if it was used on unusually dense bone, stress from the resulting forces could have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of four (4) 4.0 mm matrixneuro screw broke during a craniotomy procedure conducted on (B)(6), 2017 which caused the screw to not thread into the bone. When the surgeon attempted to drill into the bone, the tip of the matrixneuro screw broke and then it did not thread into the bone. The broken tip was retained in the patient. Surgery was completed using another matrixneuro screw which was available at the time and no surgical delay was reported. The final construct included one (1) burr-hole plate, and unknown matrixneuro screws. No other medical interventions were required. The patient is reported to be stable.

Manufacturer narrative:
Additional narrative: patient information was not provided for reporting. (B)(4). Device broke intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of one (1) 4.0 mm matrixneuro screw broke during a craniotomy procedure conducted on (B)(6) 2017 which caused the screw to not thread into the bone. When the surgeon attempted to drill into the bone, the tip of the matrixneuro screw broke and then it did not thread into the bone. The broken tip was retained in the patient. Surgery was completed using another matrixneuro screw which was available at the time and no surgical delay was reported. The final construct included one (1) burr-hole plate, and unknown number of matrixneuro screws. It is unknown if other devices were also implanted in the patient. The patient is reported to be stable. Concomitant devices reported: burr-hole plate (part# unknown, lot# unknown, quantity 1); quick connect matrixneuro screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) ti matrixneuro screw self-drilling 4mm. (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.